Event description:
It was reported that left ventricular lead had high threshold. It was noted that the lead had high threshold due to the patient, not due to a lead problem or malfunction. The lead remains in use. The device was returned and replaced because it reached elective replacement indicator (eri) and possible premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.